Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the nasogastric tube had an opening in it, therefore causing the device to leak. Allegedly the patient experienced a minor injury. No medical intervention was reported.

Event description:
It was reported that the nasogastric tube had an opening in it, therefore caused the device to leak. Allegedly, the patient experienced a minor injury. No medical intervention was reported.

Manufacturer narrative:
The reported event was confirmed, as manufacturing-related. Visual evaluation of the returned sample noted one cut portion of a nasogastric tube (no original packaging) present. Visual evaluation of the returned sample noted one small hole approximately 0.1200" in length in the dual lumen clear tubing underneath where the blue bubble tubing was attached. The boundaries of the hole were clean and exhibited a smooth, melted appearance. Micro-scale pictures were taken to better observe the nature of the visible hole. The tubing that was returned was filled with a methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water) and the solution immediately began to stream from the hole beneath the blue tube. The tube returned was confirmed to be 24fr, which was within specification for the bubble end of the tubing. Outer diameter of the tubing was measured (0.5050") and found to be within the reference specification of 0.500" for the bubble end of the tubing. Inner diameter of the tubing was measured (0.2760") and found to be within specification (0.275" +/- 0.015"). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿bard® nasogastric sump tubes. Instructions for use: caution: read all instructions prior to use. Indications for use: bard nasogastric sump tubes are intended to be used for: decompression of stomach by suction or aspiration of gastric contents. Short-term administration of term tube feeding, lavage fluid and medications. Contraindications: patients with known tape or adhesive allergies. Warnings: 1. Use with caution in patients with a history of head trauma, facial trauma, esophageal diseases and patients with potential for vomiting. 2. Do not force nasogastric tube during insertions; damage to the nasal passage and mucosa and bleeding may occur. 3. Measure insertion length carefully- excessive insertion length of tube into the stomach may lead to coiling and/or formation of tube-knot. 4. Lubricate the tube generously with water soluble lubricant prior to insertion. Do not use petroleum-based products as they may be harmful to the respiratory tract. 5. Reflux of gastric contents into the blue vent lumen indicates that the suction lumen is obstructed or suction is too low. Routinely check for reflux in the blue vent lumen and clear as per applicable directions. Failure to clear the obstruction or clear prevent® filter may cause gas and fluid buildup in stomach, aspiration of gastric contents, aspiration pneumonia and other complications. 6. Do not inject fluid through the prevent® filter as this may result in blockage and leakage of filter. 7. Monitor patient for nasal erosion, sinusitis, esophagitis, esophagotracheal fistula, gastric erosion and pulmonary & oral infections. 5. Insert the tube through the nose aiming down and back. When the tube hits the pharynx, if patient is able, have him or her flex his/her head forward and swallow. Advance the tube as the patient swallows. If resistance is met, rotating the tube may facilitate placement. 6. Continue to advance the tube until the marked position on the tube is reached. Do not advance beyond the marked length as coiling and or knotting of the tube in the stomach may occur. 7. Confirm tube placement per hospital policy. The tube has a radiopaque stripe facilitating x-ray confirmation. If proper placement of tube within the stomach cannot be confirmed, remove the tube gently and start the procedure again. 8. Secure with a securement device or tape per hospital protocol. 9. Ensure 5-in-1 adapter or lopez valve is snugly inserted into suction lumen to prevent suction loss. 10. Keep blue vent lumen above the level of the patient¿s stomach to prevent reflux of stomach fluids into the blue lumen. 11. Do not clamp air vent port while suction is being applied. Recommended suction settings always use lowest suction setting that will effectively decompress the stomach. For intermittent suction via thermotic pump, use ¿high¿ (gomco, 120mm hg). For intermittent suction via central source, set at ¿low¿ (30-40mm hg). For continuous suction, set at ¿low¿ (30-40mm hg). Increase slowly until flow is observed as necessary. Instructions for prevent® anti-reflux filter 1. Firmly seat the tapered end of anti-reflux filter in blue air lumen vent of nasogastric tube. 2. If gastric reflux in vent lumen is observed, clear the obstruction in the main lumen by following your hospital¿s standard protocol. Attach syringe to luer fitting on anti-reflux filter and inject a minimum of 15cc of air to clear the blue air vent lumen of any gastric reflux. Do not inject fluid through filter. 3. To cap nasogastric tube when tube is not connected to a suction source insert transport plug on anti-reflux filter housing into suction lumen of nasogastric tube. Instructions for lopez valve (when included): 1. Attach medication port cap to side ¿c¿. 2. Turn valve to position one. 3. Attach suction tube to side ¿a¿ and push together firmly. 4. For reorder codes 0056120, 0056140, 0056160, 0056180: if connection to a male connector is desired, attach universal adaptor to side a. Insert male connector into adaptor, and push together firmly. 5. To administer medication, remove and store medication port cap in valve turn handle. Attach syringe to sideport, push and twist until tight and turn valve to position four. Flush valve per facility protocol following administration. 6. Return valve to position one when complete to avoid leakage."